Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarm, which was reproduced while running a loaded set. The confirmed alarm was found to be caused by cracks on the ultrasonic sensor tail pin. The failed upstream sensor was replaced.